Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the patient had a spinal cord stimulator put in a long time ago at least 10 or 15 years ago and they stopped using it because it was not working for them. The patient did not use the device for 3 months and they could not remember the year the device was put in. Another doctor then put a new one in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.